Manufacturer narrative:
(B)(4). Pump passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the excessive no delivery alarm due to rewind anomaly. No low battery alert noted during test. Pump received with cracked case display window corner.

Event description:
Customer reported via phone call that insulin pump had unexplainable no insulin delivery alarms. The customer¿s blood glucose level was unknown. Customer give a bolus and every thing works then an hour later he was got a no delivery a little louder to rewind and had crack from extending form upper right hand screen to the case. The insulin pump will not be returned for analysis.